Manufacturer narrative:
Date rec'd by MFR: 18jun2019. Date of report: 18jun2019. A visual inspection of the gas delivery system (gds) revealed no anomalies. The board was tested further and it was determined that the u1 component drifted out of specification which caused the air flow sensor to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit failed oxygen accuracy testing. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 23apr2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. When the oxygen concentration was set to 100%, the unit measured 94.6 %. The fse recommended replacing the flow sensor. The fse replaced the flow sensor assembly and the issue was resolved. The device is pending further evaluation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.